Event description:
The following publishment was reviewed by gore: title: methicillin-resistant staphylococcus aureus infection to a stent graft in the superficial femoral artery. Source: jacc: case report vol. 30, no. 24, august 2025: 104652. On unknown date, a patient underwent endovascular treatment of the right superficial femoral artery (sfa) for intermittent claudication using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) at another hospital 17 months before admission to an institution. On unknown date, the 79-year-old man was referred to the institution because of an intermittent claudication and resting pain in his left leg. A computed tomography scans showed chronic total occlusion in his left sfa. On unknown date, day 3, initial endovascular therapy (evt) to the left sfa was performed. From the right common femoral artery (cfa), a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was percutaneously inserted in the occluded left sfa, as the vessel preparation resulted in severe dissection. Hemostasis at the puncture site was attempted using a perclose proglide suture-mediated closure system (abbott vascular) but ultimately failed, necessitating 15 minutes of manual compression. They confirmed that the vsx device in the right sfa was patent. However, the p3 segment of the popliteal artery was poorly visualized, indicating a possible distal embolization. Day 4, the right abi became unmeasurable, and they subsequently confirmed reocclusion of the implanted vsx device by ultrasound. They approached from the left cfa to the right sfa. After thrombectomy and balloon dilation, an additional gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was inserted in the distal part of the implanted vsx device. Day 5, they found reocclusion of the vsx device. Evt was adopted for the second time to recanalize the vsx device. The left cfa was percutaneously punctured. The initial angiogram revealed complete occlusion of the vsx device, with no visible runoff vessels beyond its distal edge. Despite repeated balloon angioplasty and thrombectomy, the below-knee arterial lesion reoccluded multiple times, ultimately necessitating the use of a supera stent (abbott vascular). Ultimately, the patient received 3 evts in the 3 consecutive days after admission, and all of these procedures were performed without any prophylactic treatment with antibiotics. Day 7, the patient had a fever of 38.3 c with pain and swelling in the left femoral punctual site of the previous evts, and blood culture showed methicillin-susceptible staphylococcus aureus. Temporary reduction of fever was achieved during a 2-week period during which ceftriaxone was administered, and blood culture turned out to be negative. On unknown date, 3 days after termination of ceftriaxone, the patient noted both pain and swelling in the right thigh again. Ultrasound and computed tomography showed a low-density area around the vsx device in his right sfa, suggesting possible abscess formation. Methicillin-resistant s. Aureus (mrsa) was isolated from the abscess, and they adopted the surgical resection of the infected vsx device. The thigh muscles were exposed, and large amount of purulent drainage and pus were observed behind them. The right sfa itself was almost completely destroyed by the infection, with the vsx device visible and no surrounding arterial tissue. Both the proximal and the distal part of the vsx device were cut, and the entire mass was extracted without revascularization of the sfa. Day 136, the patient was discharged 29 weeks after resection of the vsx device, with complete epithelialization of the wound. The patient did not develop any ischemic symptoms in either limb until he died from septic shock due to pneumonia 14 months after extraction of the vsx device.

Manufacturer narrative:
Title: methicillin-resistant staphylococcus aureus infection to a stent graft in the superficial femoral artery source: jacc: case report vol. 30, no. 24, august 2025: 104652. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.